Event description:
PICC line was placed one day before date of event. On date of event, the catheter broke at the hub when the clinician attempted to aspirate the catheter with a 12cc syringe. The clinician pulled the remainder of the tubing out with a pair of tweezers.